Manufacturer narrative:
Suspect device received on december 30, 2021. Device evaluation completed on january 17, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant was found to be ruptured within an area of shell abrasion. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with an unknown mentor silicone on the left side and mentor memorygel, 600cc breast implant on the right-side experienced left-sided breast pain, and right-sided implant rupture postoperatively. The ultrasound and MRI examinations discovered the right-side rupture. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3506501bc, sn#: (B)(4), r/ cat#: 3506501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.

Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with an unknown mentor silicone on the left side and mentor memorygel, 600cc breast implant on the right-side experienced left-sided breast pain, and right-sided implant rupture postoperatively. The ultrasound and MRI examinations discovered the right-side rupture. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3506501bc, sn#: (B)(4), r/ cat#: 3506501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on december 30, 2021. Device evaluation completed on january 17, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant was found to be ruptured within an area of shell abrasion. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number (B)(4).